Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit by turning the "on" and "off" key to simulate the reported issue. The fse observed normal function of the iabp unit and no errors were identified in the iabp log files. Additional information was obtained and it was reported that the nurse had switched off the unit during start up. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that when the nurse turned on the cardiosave intra-aortic balloon pump (iabp), a few seconds later the iabp unit unexpectedly shut off. There was no patient involved and no adverse event was reported.

Event description:
It was reported that when the nurse turned on the cardiosave intra-aortic balloon pump (iabp), a few seconds later the iabp unit unexpectedly shut off. There was no patient involved and no adverse event was reported.